Manufacturer narrative:
H10: only one (1) actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using sterile water and no leak was observed at the spike connection to the spiked bag. The reported condition was not verified. The remaining three (3) samples were not received for evaluation; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) non-vented high-volume inlets were defective. The defect was further described as a leak at the connection with the spike. This issue was identified during filling prior to patient use. There was no patient involvement. No additional information is available.